Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap kept falling out, and the customer was pushing it back in. The blood glucose reading was 12mmol/l. It was stated that the customer has dropped the device, and the drive support cap is loose. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to loose drive support disk. Unable to perform the excessive no delivery test due to prime/fill anomaly. The insulin pump received with loud noise on vibrator motor during self test due to adhesive bond not adhering on vibrator motor. The insulin pump had a broken belt clip slot. The insulin pump had a missing end cap sticker.